Event description:
It is reported the device was implanted in 1998. Post-op a tibial cyst was noted on x-ray and CT. In 2006, the cyst was cleaned and the poly insert was removed and replaced.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation codes: no product was returned for evaluation. No catalog number or lot number was provided; therefore, device history records could not be reviewed.